Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, during procedure, the middle shaft broke and the device was removed. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 64.4cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the middle shaft broke. The device was completely removed and the procedure was completed with another nc emerge balloon. No patient complications were reported.